Event description:
While reviewing the handheld data, it was observed that the pt had a high lead impedance on both normal and system diagnostics. It was also noticed that the pt had experienced vocal cord paralysis, hence device was turned off. Voice returned to normal (B) (6) 2007. F/u with the physician revealed that no pt manipulation or trauma had occurred that contributed to the onset of the event. CT scan was done and no anomaly was found with the lead. No lead fracture was observed on the CT scan. Pt's last good diagnostics were obtained in (B) (6) 2006. Pt's device is currently turned off and there are no plans of revision surgery. Physician also indicated that pt's vocal cord paralysis was possibly related to the high lead impedance. No medication or programming changes contributed to the onset of the event and pt did not have medical history of this event.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to a death or serious injury.